Manufacturer narrative:
A medtronic representative, following up with the site, reported that the issue occurred after replacing the navigation system computer for an unrelated issue. Replacement device shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015, a medtronic representative replaced the camera and performed a navigation system check-out, all areas passed. System functioned as expected after replacement of the camera cable. Medtronic investigation of returned suspect camera cable finds that a continuity check revealed an open at pin 1 of the cable. The reported event was confirmed to be caused by an electrical failure mode.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system lost ability to track a frame instrument after 5 minutes of successful navigation. All other instruments tracked without issue. The medtronic representative replaced the instrument spheres, moved the camera, and re-added the instrument tool card without resolution. The navigation system software was restarted, after which the frame instrument tracked as expected. There was an approximate delay of 15 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.